Event description:
Dr. Was operating to fix a shoulder fracture. During the procedure, the synthes conical extractor tip broke off in the patient's shoulder. Dr. Was able to retrieve the broken piece.